Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log file captured pump stops on (B)(6) 2020 which occurred while connected to power module. It was suspected to be due to a percutaneous lead short to shield issue. A speed drop due to pump stop button being activated was also noted on (B)(6) 2020 at 2:21. Driveline images were noted to be unremarkable. External driveline repair was scheduled for (B)(6) 2020. Patient developed acute hemolysis from a developed pump thrombosis and external repair was cancelled. His lactate dehydrogenase levels jumped from 276 u/l on (B)(6) 2020 to 531 u/l on (B)(6) 2020 and then 2536 u/l on (B)(6) 2020. It peaked at 4574 u/l on (B)(6) 2020 and this was the last value drawn prior to his death. His creatinine rose from 1.29 mg/dl on (B)(6) 2020 to 3.59 mg/dl on (B)(6) 2020 to its peak at 4.51 mg/dl on (B)(6) 2020. The patient had a therapeutic international normalized ratio the day prior to the short to shield pump stops at 2.4 on (B)(6) 2020 and 2.0 on (B)(6) 2020. Patient was not a surgical candidate for exchange and due to the severity of the hemolysis from the pump thrombus, his prognosis was poor. He was placed on comfort care and passed away from multi-organ failure caused by the hemolysis from the pump thrombus. Pump will not be returned and patients death was deemed device related by ventricular assist device coordinator.

Manufacturer narrative:
Section d4 and h4: additional information. Section d6: correction. Section g4: the date received by manufacturer was inadvertently excluded from the previous report. The correct date was (B)(6) 2020. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not conclusively be established through this evaluation. Additionally, analysis of the submitted log file confirmed multiple pump stops ad associated alarms; however, a specific cause could not be conclusively determined. The submitted log file contained data from (B)(6) 2020, to (B)(6) 2020. Analysis of the log file captured pump stops, low-speed events and associated alarms on (B)(6) 2020 between 1:41 am through 1:45 am and 2:19 am through 2:20 am. Additionally, a momentary pump stop was recorded on (B)(6) 2020 at 2:21 am due to the pump stop command being pressed. All of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assists system and outlines indications of pump thrombosis as well as how to respond to such events. The heartmate ii lvas IFU contains information regarding pump speed, power, flow, and pi. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Medwatch / user facility report # mw5093953 was received on 15may2020: patient acutely developed a pump thrombus in his left ventricular assist device following a series of pump stops due to a driveline short. The pump thrombus caused severe hemolysis which lead to multi-organ failure and death.